Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed a ventricular unipolar lead impedance of 275 ohms. There was also a high volume of stored egms that demonstrated noise. The noise could not be reproduced with isometrics. The lead was subsequently replaced.